Manufacturer narrative:
A manufacturing investigation action was conducted/performed. The report indicates that the: visual inspection found the device to be free from damage or debris which could negatively affect the performance of the device. The device passed the required functional test successfully. The DHR review shows that the device met fully to our specifications at the time of manufacturing and distributing. A root cause could not be determined as the device functioned as intended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. (B)(6). Subject device has been received and is currently in the evaluation process. DHR review - p/n 391.201, lot number p117235, dated (B)(6) 2012, for 22 parts. The product conformed to all requirements as indicated in the certificate of conformance dated (B)(4) 2012. The lot was inspected and conformed to the synthes incoming final inspection sheet. There were no mrrs, ncrs, or complaint-related issues with this lot. 22 parts were released to the warehouse on june 04, 2012. The cable tensioner was made to the synthes drawing, released on july 27, 2010. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: prior to surgery, it was found that the impactor of the cable tensioner could not be tensed. This is report 1 of 1 for (B)(4).